Event description:
Procedure: appendectomy. According to the reporter, the bag broke with specimen inside while being extracted through abdominal port site. The specimen was removed through the port site and the case was completed. There was no blood loss, no incision extension, no delay in operating time and no tissue damage/loss. The device tore along the seam. No components fell into the cavity.

Manufacturer narrative:
(B)(4).